Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care patient reported that during the application of the listed device, the adhesive portion of the infusion set did not adhere and the infusion set fell away from the patient's body. The home care patient reported that their blood glucose levels rose to 300 mg/dl due to the interruption in insulin therapy. The patient reported that they changed the infusion site and delivered a correction bolus to resolve their high blood glucose levels. No permanent adverse effects to patient reported.